Manufacturer narrative:
Submit date: 02/25/2011. An investigation is currently underway. Upon completion, the results will be forwarded. Additional info was sought from the reporting faculty. Per (B)(6), rn, on (B)(6) 2011, no further info would be provided to covidien at the advisement of (B)(6) legal department. (B)(6) stated covidien would receive medwatch forms from the FDA. (B)(4).

Event description:
It was reported to covidien on 02/11/2011 that a customer had an issue with a PICC. The customer reported that the PICC line was found to be leaking during routine care. A small amount of blood and IV fluid was dripping from the tubing directly below the hub connection where the silastic tubing enters.